Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 17 mg/dl. Suspected cause was due to the customer¿s carbohydrate ratio needing adjustments. Reportedly, customer attempted to self-treat by consuming carbohydrates, however; was treated intravenously with fluids of saline, dextrose, glucose and glucagon shot. Customer was released from hospital on (B)(6) 2023 with issue resolved and no permanent damage.